Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2016 regarding a patient who was implanted with a neurostimulator for headache. It was reported there was an elective replacement indicator (eri) on the patient's rechargeable implantable neurostimulator (ins). The patient was trying to charge his ins and was getting the eri message, but he was no longer able to bypass it to charge in the past 3 days. The patient noted that he had not been feeling stimulation since 3 days ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.